Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the respective reference number(s) of the events previously reported to ethicon 2. Were there any patient consequences? 3. Did any needle piece fall into the patient? If yes, 4. Was the needle piece(s) retrieved during the same procedure? 5. Were x-rays taken to locate the needle piece(s)? 6. What measures were taken to retrieve the broken piece? 7. Was there any additional tissue damage as a result of searching for the needle piece? 8. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? 9. How long was the delay? 10. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? 11. Was there any change in the patient¿s post-operative care due to the prolonged procedure? 12. Status of product return. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2024 and suture was used. During the procedure, the 6-0 prolene suture needle breaking off. Previous complaints were filed also. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. Investigation summary of device from same lot/batch returned by user: the product was returned to ethicon for evaluation. One open box with twenty-nine representative unopened samples were received for analysis. Product code 8709h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.